Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, and the customer was advised on procedure details, including returning the faulty pump and the use of updated software.